Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that pause episodes seen as undersensing of genuine bradycardia were observed on the implantable cardiac monitor. The patient was to continue being monitored. The patient was stable with no complications.